Event description:
The patient had pain due to the acetabular cup pushing into the acetabulum causing acetabular perforation. The surgeon 2 weeks after primary observed poor bone quality which led to the cup pushing into the bone. The surgeon revised the medacta biolox head to a medacta cocr head size s and revised the medacta liner and cup to a competitor liner and cup. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09 march 2026: lot: 2509117: (B)(4) items manufactured and released on 11-jun-2025. Expiration date: 2030-may-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. It is likely that the event was due to patient poor bone quality as reported in the event description.